Event description:
It was reported by pt's representative that allegedly pat "substained injuries resulting from the hip replacement surgery" in 2004. Pt hears a "loud squeak" coming from their right hip.